Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): no anomalies found.

Event description:
It was reported that during implant, the physician had extraordinary difficulty in inserting the pace/sense pin of a competitor tachy lead into the header. Initial impedance was greater than 3000 ohms. Repeated attempts to insert the leads finally resulted in impedance within normal limits. The next day however, the impedance was again greater than 3000 ohms. The device was explanted and replaced. The doctor also added a pace/sense lead to complement the chronic competitor tachy lead. No patient complications have been reported as a result of this event.